Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported interference could not be conclusively established through this evaluation. Additionally, review of the submitted log files showed transient low flow alarms. The log files contained low flow alarms when the estimated flow dropped below a threshold of 2.5 lpm. The pump speed remained above the low-speed limit for the duration of the log file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The heartmate 3 lvas IFU explains that the hm3 pump may cause interference with icds and if electromagnetic interference occurs, it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead. The IFU also states that if a patient receives a heartmate 3 lvad and has a previously implanted device that is found to be susceptible to electromagnetic interference, which could affect programming, the manufacturer recommends replacing the ICD or ipm device with one that is not prone to programming interference. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 weeks 1 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that a reliable communication cannot be established with the patients' implanted biotronik cardiac resynchronization therapy device (crtd). Prior to insertion of the lvad, there were no such issues and the clinical team believed that it may be interfering with the communication link to the crtd. The clinical team was able to establish communication with the deice by "shielding" the lvad with a small piece of metal that was held externally over the top of the lvad. The shock capabilities of the crtd was turned off as a precaution. The manufacturer's technical service reviewed the log file and observed no related events.